Event description:
Bleeding and laceration noted after completion of surgery, when pins were removed. Procedure: c6 -7 laminectomy with posteriolateral fusion with instrumentation. Length of time in use before the event occurred: 3 hours, 16 minutes. Skull pins used: adult disposable by integra #(B)(4). Pt position: from supine to prone. Resulted in: scalp laceration.